Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one of the instrument's grip tip was completely broken off and was not returned with the instrument. Failure analysis concluded the damage may be due to mishandling / misuse. An additional observation not reported was the proximal clevis was dislodged. The clevis was dislodged into the main tube with cracks on the maintube due to the dislodged of the clevis. Failure analysis concluded the damage was likely due to mishandling / misuse. There were also scratches on the surface of the distal pulley and a frayed pitch cable at distal idler pulley. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken grip, dislodged clevis, and a frayed pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of a pk dissecting forceps instrument, one of the jaws was completely broken off. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.